Manufacturer narrative:
(B)(4). The customer reported the device was not charging the battery. Subsequently the local philips service rep reported that the device displayed "low battery", failed to charge the battery and the ac power indicator was off (with ac power applied). Failure to power up under ac power could impact the delivery of therapy. There was no adverse pt impact. The local philips service rep determined the cause of this issue to have been a power supply malfunction. Parts and service are no longer available for this device. The device can no longer be repaired. The customer was advised that this device is out of support life. This device has been out of support life since (B)(6) 2006.

Event description:
On (B)(6) 2012 the customer reported the device was not charging the battery. On (B)(6) 2012 the local philips service rep reported that the device displayed "low battery", failed to charge the battery and the ac power indicator was off (with ac power applied). Failure to power up under ac power could impact the delivery of therapy. There was no adverse pt impact.